Event description:
Patient reported they experienced the events of "horrific pain¿, ¿swelling that is worse on left side", ¿can't even see left nipple anymore," "tightness." Patient additionally reported "difficulty breathing¿, and ¿a spot on her pancreas" not related to the device. Patient later reported capsular contracture, baker grade, IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.